Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the width within specifications, but the overall length (diameter) found the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4)

Manufacturer narrative:
Corrected data: b5 - (B)(6) 2020 date should be corrected to (B)(6) 2020 in initial medwatch report. D6a-d6b - dates were corrected. H6 - 4627 corrected to 2199. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -12.0 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020 as a replacement lens. The lens was implanted to improve low vault but the vault did not improve after replacement. The lens was implanted and removed within the same surgery. The reporter stated " now the patient is in good condition, and visual acuity has recovered to pre operative ucva and bcva in the last visit."